Event description:
It was reported that pump unexpectedly displayed reset screen and turned off without needing to be plugged into power to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump had performed internal safety reset, received education on how resets affect insulin tracking, pump settings, and sensor sessions, and then reloaded cartridge, restarted necessary sessions, and successfully resumed insulin delivery, with no further issues reported.